Event description:
It was reported that stent profile problem occurred. A 10mmx60mm wallflex biliary transhepatic stent was advanced for treatment. However, it was noted that the size of the stent was too hard to determine based on shortening. The device was removed from the patient. The procedure was completed with a different device. There were no patient complications nor injuries reported.